Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown . Device manufacture date: unknown. Investigation: the nonconformance cannot be confirmed as no sample was returned for investigation. The complaint will be reopened if the sample is returned for investigation. The root cause cannot be determined as no samples were returned for investigation.

Event description:
It was reported with the use of an unspecified bd catheter there was an issue with a serious injury. It was stated ¿a nurse reported a safety incident involving mucosal membrane exposure with a bd catheter, where blood was flicked to the eye.¿ there is no further information. There was no report of further medical intervention.